Event description:
The patient underwent generator replacement. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the explanted device was discarded by the explant facility.

Event description:
The patient underwent full revision surgery due to high impedance and low output current. Since high impedance was seen, it is expected that intermittent high impedance due to a lead issue likely contributed to the reports of low output current on the previous generator. Therefore, the low output current can be attributed to a lead failure. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
It was reported that the patient's new generator was also showing low output current. Ohm's law calculation based on the impedance value and battery voltage indicated that the output current was expected based on the programmed settings and impedance value. The physician indicated that the patient likely has fibrosis near the electrode, causing the low output current. The patient has been referred to the surgeon to address the fibrosis. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns was showing low output current. The patient had also been experiencing an increase in seizures, and reported not feeling vns stimulation. The patient has been referred for vns replacement. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.